Event description:
During an attempt to treat a lesion in the posterior tibial artery (pta) using in.pact pacific paclitaxel eluting balloon catheter, it was reported that during balloon inflation it burst at 10atm on first inflation and only partially inflated. Nothing was done further to treat the lesion, it was left as is. Device was removed from packaging, inspected and prepped with no issues noted. There was no injury to patient or clinical sequelae reported for this event. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device returned and no anomalies were found. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of t he device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at 1bar, 2 bar, 7 bar, 10 bar up to 14 bar without issue: the balloon didn¿t show any sign of burst, pinhole or leakage. No leakage was found on the device.